Manufacturer narrative:
The explanted products would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to infection. The patient was to undergo a 10-day course of medication, then reimplantation would be considered. No additional adverse patient effects were reported.